Event description:
It was reported that the user observed missing glucose readings on the ilet, and review indicated the dexcom g7 sensor experienced a temporary communication loss with the ilet that later resolved, after which readings resumed. Symptoms included no reported adverse health effects. Outcomes included no medical intervention, no alarms on the ilet, and no hospitalization. Investigation included review of device reports and troubleshooting with user education regarding sensor-to-ilet connectivity. Investigation of this case revealed a transient signal loss between the dexcom g7 sensor and the ilet with subsequent automatic reconnection, consistent with intermittent communication disruption without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.